Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The device was reprogrammed to decrease the lv amplitude and capture management turned off. The lead remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.